Manufacturer narrative:
Insulin pump passed the displacement test, active current and sleep current test. Unexpected battery power loss not found during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alarm. The customer¿s blood glucose level was 10.6 mmol/l at the time of the incident. The customer received replaced battery test alarms with out low battery alarm. The customer was assisted with troubleshooting and the alarm did not clear. The customer was advised to insulin pump needed to replaced. The insulin pump will be returned for analysis.